Manufacturer narrative:
H3:product analysis :no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device broke during use . No patient impact was reported . It was reported a spare product was used to complete the procedure. On follow up it was reported that there were no patient or staff impact. It was reported that there was a no procedure delay. It was also reported that no intervention performed and no fragments of the device left inside the patient.

Manufacturer narrative:
H3:product analysis :evaluation of the device determined that the tool broken. It was noted stem is discolored on proximal end of fracture, and proximal fracture face is blackened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.